Manufacturer narrative:
This device is not currently available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient has been experiencing pain near the product location. The device was then explanted due to infection with sepsis. No additional adverse patient effects were reported.